Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported ins was removed because it "malfunctioned". The patient reported that it "stopped working". Patient stated they tried to get it working but nothing worked so it was removed. No patient symptoms were reported. No further complications were reported/anticipated. On 2020-may-05, additional information was received from the manufacturer representative (rep) clarifying that the device was not malfunctioning. It was interrogated and impedances were checked on (B)(6) and all were working properly. It was reported that the device was explanted because the cervical lead migrated and it was no longer covering the painful area. The surgeon wanted to let the patient heal before the repositioning of the new leads. The explant occurred on (B)(6). The hospital disposed of the device. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.